Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there wil be no further investigation. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom hip component and patient is being monitored due to unknown reason (exact date not reported). Implantation side is unknown. Since implant date is unknown the complaint will be handled as a case prior to CAPA (B)(4).